Event description:
The report was received from the affiliate through a literature search. The article was published in the abstract journal of (B)(4). The article was not provided and is not available. The report indicated that the patient had bilateral carotid stenosis and was asymptomatic. During the interventional index procedure for carotid artery stent implantation (cas) using an unknown precise stent and an unknown angioguard embolic protection device, the patient experienced a disturbance of consciousness characterized by right hemiparesis and aphasia. The target lesion for the procedure was an 85% left internal carotid artery (lica) stenosis. The patient's symptoms fully resolved in ten minutes. A good dilation of the lesion was obtained. A MRI after the procedure was negative for any acute infarcts. The patient was discharged on antiplatelet therapy. Approximately three weeks after the procedure, the patient experienced a disturbance of consciousness characterized by right hemiparesis and hemineglect. A carotid angiogram revealed in-stent-thrombosis of the previously implanted precise stent. Medications were administered. The next day, a MRI showed multiple left hemispheric infarctions. The patient's symptoms were fully resolved with medications. A carotid ultrasound two weeks after the adverse event was negative for thrombosis.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed; 510(k) # is k053529.

Event description:
On (B)(6), 2010 the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was not powering on. The medical surveillance specialist spoke to the patient on (B)(6), 2010 and obtained/verified the following information. The issue began on an unspecified day prior to the patient contacting lfs. The patient's testing frequency is 4-5 times per day. The patient manages his diabetes with humulin 70/30 insulin (26 units before breakfast and 18 units before dinner). After the alleged issue began, the patient continued administering his usual dose of insulin. At an unspecified time and day, the patient claimed he felt the shakes after the alleged issue began. In response to the symptom, the patient drank soda. The patient denied testing on any other blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca confirmed there was no misuse of the subject meter. The power button and strip insertion turned the subject meter on per the owner's manual. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.